Event description:
It was reported that the pump battery was depleting quickly. There was no information provided regarding the impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.